Manufacturer narrative:
Block g2: user facility #: 129442512202100230. Block h6: medical device problem code a15 captures the reportable event of clip could not fully deploy during the procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11 (correction): b5 (describe event or problem), d7a (sud reprocessed and reused), h6 (impact codes), h8 (usage of device), h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was used to stop the bleeding after polypectomy. When attempting to deploy, the clip could not fully deploy. Following the issue noted, the clip was crooked on one side so the clip failed to re-open. The device was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was used to stop the bleeding after polypectomy. When attempting to deploy, the clip could not fully deploy. Following the issue noted, the clip was crooked on one side. The device was removed and replaced. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.